Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they received emergency medical service due to low blood glucose on (B)(6) 2020. Customer passed out. Customer blood glucose reading was unknown. Customer states the most recent set change was on (B)(6) 2020. There was also another incident on (B)(6) 2020, with blood glucose of 20 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with intravenous therapy. The auto mode feature was not active. The product will not be returning for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. Customer blood glucose reading while admitted was unknown. The cause of the low blood glucose reading was under delivery. Customer states the most recent set change was: (B)(6) 2020. Customer was treated in the hospital. Customer was dispatched on (B)(6) 2020. Customer admitted was admitted in the hospital in their own. Customer was admitted 3 weeks in the hospital. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is (B)(6). The hospital phone number is (B)(6). Customer was treated with intravenous therapy. The auto mode feature was not active. The product will be retuning for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.